Manufacturer narrative:
(B)(4): approximate age of device ¿ 23 days.the pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient developed signs of hemolysis after complications of right heart failure and epistaxis post operatively. The patient's speed had been maintained at 9000 rpm since (B)(6) 2015, however, on (B)(6) 2015, an echocardiography ramp test revealed that the aortic valve was opening at speeds below 9600 rpm. On (B)(6) 2015, the patient's lactate dehydrogenase (ldh) elevated and peaked at 1359 u/l with a plasma free hemoglobin of 80 mg/dl. Power and flow elevations were noted upon log file review. On (B)(6) 2015, it was reported that the patient had been treated with a bivalirudin infusion, and the ldh level had stabilized. Coumadin was initiated with the intent to discharge the patient to home. The patient was reported to be doing well with no other clinical signs of hemolysis or thrombus and it was reported that the pump was functioning as intended. The patient was made a bridge to transplant patient and was upgraded to status 1a on the transplant list. The patient remains ongoing and no further information was provided.

Manufacturer narrative:
Device evaluation: the explanted pump was returned for analysis. Upon disassembly of the device, examination of the pump blood-contacting surfaces found a small, red, tissue-like deposition between the outlet bearing and one of the outlet stator blades. The tissue was loosely seated and did not show any laminated layering, indicating that the deposition did not form in the outlet stator. The distal end of the pump rotor adjacent to the outlet bearing cup showed faint contact marks that appeared to indicate that the deposition was present while the pump was operating. The duration that the deposition may have been present could not be determined. The evaluation could not conclusively correlate the observed deposition to the reported increase in ldh that occurred 3 months prior to the patient undergoing a heart transplant. Visual inspection of the pump bearings and bearing cups found no anomalies. Examination and electrical continuity testing of the returned portion of the driveline extending from the pump housing did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: a donor heart became available and the patient received a heart transplant on (B)(6) 2015.

Manufacturer narrative:
The pump remains in use supporting the patient. No further issues have been reported. A direct relationship between the pump and the reported event could not be determined. The patient's system controller log file was reviewed, and no atypical alarms were captured, and the pump speed matched the set speed for the duration of the log file. The log file appeared to show the system operated as intended. The instructions for use lists hemolysis, bleeding, and right heart failure as potential adverse events associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.